Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and a myocardial infarction (mi). In (B)(6) 2010, the patient presented with non q-wave, non st elevated myocardial infarction (killip classification I) and cardiac catheterization was recommended. The de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 95% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x20mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest pain associated with shortness of breath, nausea and vomiting. Cardiac enzymes were noted to be elevated and a non st-elevation myocardial infarction was reported. The patient was taking aspirin and study medication at the time of the event and no changes were made. Decision was made to continue medical therapy and no intervention was performed. The event was considered as resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).